Event description:
A customer reported they observed moisture in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action was reported to the district office in 2009.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery door latch area and thermistor. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. The returned transmitter passed leak testing. This is a final report.

Manufacturer narrative:
The returned transmitter was visually inspected and confirmed to have cracks in the battery and thermistor areas. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing at the thermistor area. Remedial action (B)(4).

Manufacturer narrative:
This serves as a correction to follow up #1. Follow up #1 indicated a freestyle navigator transmitter that was not initially reported. The original fs navigator transmitter has not been returned for investigation. The suspect medical device section has been updated to reflect the correct information. For freestyle navigator transmitter (B)(4) an MDR has been submitted (MDR number 2954323-2012-05827).